Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic ventral hernia repair, during fixation of the mesh, the tack penetrated the mesh without fixating it to the abdominal wall. Another device was used to complete the case. There was no patient injury.